Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was in a car accident and the pump touch screen became cracked and non-functional for the delivery of a bolus; additionally, customer could no longer interact with other pump functions. Customer's blood glucose was between 80 -109 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.